Manufacturer narrative:
Covidien reference number:(B)(4). The ventilator was returned. The service engineer evaluated the device and duplicated the reported issue. When the device was tested it intermittently rebooted. The issue was isolated to a scratch on the touchscreen. The touchscreen was removed and the device powered on normally. The touchscreen will be replaced.

Event description:
It was reported that a ventilator kept rebooting at power up. There was no patient involvement.

Manufacturer narrative:
(B)(4). To address the reported failure, the touchscreen was replaced. The ventilator was processed per service instructions and passed testing. The ventilator was returned to the customer.